Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4) was completed on may 4, 2021 which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The disposables that were in use during the alleged incident were discarded by the site. The lot number was not provided; therefore, testing of retained samples was not possible. The offer of additional applications training has been accepted by the customer and has been scheduled for may 25, 2021. The site continues to use the stellant CT injection system after the reported event with no further issues reported.

Event description:
Bayer medical care was notified of an alleged air injection that had occurred during a CT scan while the patient was connected to a stellant CT injection system. Following the injection, approximately 20-30cc of air was visualized in the right ventricle of the patient's heart on the subsequent images. Although the patient was asymptomatic throughout the examination, the patient was returned to the emergency room and was placed in a supine position to allow for reabsorption of the air and observation. The current status of the patient is unknown.